Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 65 cfu comprised of 3 isolates (negative rods paenibacilus urinalis, negative rods sporosarcina thermotolerans, variable rods bacilus infantis). The duodenoscope is currently in quarantine at the facility.